Manufacturer narrative:
No accurate adverse incident is associated with this reportable event. The anomaly in the IFU was highlighted during a facility audit of (B)(6). As a result, the IFU has been updated to address the anomaly and the current stocks of lockdown ac devices (as identified in the attached spreadsheet) have been corrected with an add'l label to provide further clarity to the user of the lockdown ac device to prompt the use of the appropriate lockdown screw and washer with the lockdown ac device. Further action has been identified and implemented which involves the enhancing of labelling/IFU approval procedures to ensure the add'l label/IFU checks of artwork is undertaken.

Event description:
There is an anomaly with the current instructions for use (IFU) relating to the lockdown ac device. The current IFU does not clearly reference the use of the lockdown ac device in conjunction with lockdown screw and washer.